Manufacturer narrative:
Product event summary: at analysis it was determined that there was damage on the touch screen, several lines from the touch screen do not work anymore, the rubber feet were missing from its lower case, the front latch of the keyboard is broken, the left and right sliding rails keyboard are broken, the company logo button is missing and during the incoming functional test there were failures, the electrocardiogram connector terminal was loose and errors were found in the software history. As the part required to restore the touch screen is no longer available the programmer is to be scrapped if the customer approves.

Event description:
It was reported that the programmer was unable to be loaded with new software. The programmer has not yet been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.